Event description:
It was reported that this originally left ventricular (lv) lead that is now in the right ventricular port has been showing high pacing thresholds. There was capture in the presenting electrogram, but they wanted to take the patient into the clinic to confirm capture. One year is remaining on the battery due to increase outputs. The lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.